Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The tip section of the device was visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. A visual and microscopic examination identified no issues with the blades. All blades were present and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. During analysis, a longitudinal tear was observed on the balloon material starting approximately at the proximal edge of the distal markerband and extending proximally across the balloon material for approximately 11mm. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issues with the markerbands of the device. A visual and tactile examination of the device identified that the hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 19-dec-2017. It was reported that crossing difficulties occurred. A 10mm x 3.50mm flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the balloon catheter was unable to cross the target lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a longitudinal tear on the balloon material.